Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used in a cranial biopsy procedure. It was reported that there was an alleged inaccuracy. It was stated that the system was being used with a 7.5mm burr hole. The procedure was performed by fellows with the surgeon guiding in the background. There wasn¿t a navigable CT even though it was standard at this hospital. Both the surgeon and the fellows were not very satisfied about it before the case. The skull depth was likely measured by one of the fellows elsewhere (not on the navigation system) as they claimed a CT was used for measurement (the manufacturer representative was there after the pre-case prep was done). Only "mprage MRI" was used on the navigation system. One of the fellows measured 5mm thickness and thought it was too shallow compared to normal skull thickness (adult patient) and wanted to increase depth on the system's depth-stop if they couldn¿t penetrate the skull. Before the case and before/during drilling, the manufacturer representative (rep) suggested to the fellows that they should feel for the tactile feedback when drilling and stop when it penetrates the skull. Unfortunately, the drill bit landed in the superficial layer of the cortex. One of the fellows who spoke with the rep didn¿t believe the unexpected injury caused any additional harm as it was on the trajectory path.  The surgeon stated that the design of the dissecting tool had caused the fellow to penetrate deeper than expected. The surgeon claimed when drilling at an angle, the side cutting flute of the drill bit would drill deeper than anticipated. They also claimed that this is a design flaw. The surgeon acknowledged that the fellow drilled too fast and it was partly their fault. The rep suggested a possible mis-measurement at the beginning of this conversation, but the surgeon was very certain that the measurement was correct. They measured on the MRI scan on the navigation system and they couldn¿t really see skull on the mr, the layer of null signal between scalp and superficial cortex was measured and yielded roughly 3mm of skull depth. The surgeon claimed the design of the bit was still a big factor in this incident. The trajectory was angled, but not steep from what the rep could see. The biopsy was finished as planned and was successful otherwise. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received stating that the issue was with the drill bit design and not the automated trajectory guidance unit. The health care professional thought that when cutting at an angle the side cutting flutes could reach a deeper depth.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ if damage is found, the device should not be used. We will continue to track and trend this complaint type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional information was received indicating that the drill bit guide in use was a non-medtronic navigation product and the event was inadvertently filed against a medtronic navigation product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.